Event description:
Malfunctioning orthopedic device; failed left total knee arthroplasty. Catastrophic polyethylene wear along medial side of knee. Patella "k small". Tibial insert 14mm. Femoral component. Tibial tray.